Event description:
It was reported that during a planned cardiac resynchronization therapy defibrillator (crt-d) implant, the left ventricular (lv) lead implantation could not be completed. Coronary sinus angiography identified several candidate vessels; however, difficulty was enco untered advancing a guidewire, and the guidewire position could not be maintained despite lead or microcatheter support attempts. Additional angiography showed narrow, stenotic vessel anatomy with poor distal visualization and a spider web-like vessel pattern. A final attempt at placement was made using the lv lead; however, implantation was unsuccessful due to phrenic nerve stimulation, twitching, and high pacing thresholds, with the twitching threshold noted to be lower than the lv capture threshold. The lv lead implant attempt was discontinued per the physician's decision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.